Event description:
Brush needle is fallen in the eye.

Manufacturer narrative:
Unfortunately, since the involved backflush instrument was not returned to dorc, no physical examination or testing could be performed to confirm the alleged failure or to determine its cause. Review of the device history record (DHR) of this specific lot revealed no deviations. It should be noted that, in most cases, the glue connection of the silicone tip is intact, but a part of it is torn off. This type of damage may occur when the closure valve of the cannula is not actively opened to facilitate easy insertion of the instrument or when the tip comes into contact with another instrument as is disclosed to the user in the corresponding instructions for use.

Manufacturer narrative:
The instrument concerned was disposed of by the surgeon and so cannot be returned for examination.

Event description:
Brush needle is fallen in the eye.